Event description:
It was reported via legal documentation that approximately 99 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 1729429 230-03-02 - optetrak asy, cr cemented femoral, sz 2, 2888966 200-04-22 - cemented finned tib. Tra sz 2f/2t. 2904308 200-03-32 - one peg patella 32mm. 39386 203-88-11 - (11-2954) ao/sodem 90x25x1.27 sawblade. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.